Event description:
Report received of an overdelivery of pitocin. The pt was receiving pitocin to induce labor. The pitocin concentration was 20 units in 1000ml of lactated ringers. Reportedly, after the pump ran for one minute, an audible alarm sounded and the pump displayed the message "cassette". The nurse opened the pump door to stop the pump and left the room. Approx 15 minutes later, the nurse returned and noted decelerations on the fetal monitor. The nurse estimated that the pt received approx 100ml of pitocin solution in 15 minutes. The pitocin was stopped and the fetal heart rate returned to baseline. The customer contact had no info about the pt's uterine contractions, but reported that neither the pt nor the infant experienced any adverse sequelae. Though requested, there was no further info available.